Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of spec ification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was found during analysis that the radiofrequency programmer head had telemetry failure and the cable was therefore replaced. (B)(4).